Event description:
It was reported that when the patient had his first implant done the doctor ¿really messed it up,¿ and the lead had moved, and ¿it was a much smaller unit.¿ on (B)(6) 2010 a new doctor went in and implanted a new system with a surgical lead and ¿drilled through the vertebrae and fixed it right up.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient confirmed a month and a half later that they do not have concerns with their device or therapy.

Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Event date year valid only. Fdc code 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient had his first implant done the doctor ¿really messed it up,¿ and the lead had moved, and ¿it was a much smaller unit.¿ on (B)(6) 2010 a new doctor went in and implanted a new system with a surgical lead and ¿drilled through the vertebrae and fixed it right up.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient confirmed a month and a half later that they do not have concerns with their device or therapy. Additional information was received and it was reported that when the patient initially had their stimulator implanted the device stopped working and would not work. They clarified that the stimulator worked for a day or two but it moved. The patient stated it did not stay in place and the stimulation was not getting where is needed to go. The patient further stated the doctor re-did it and used a different lead and cemented it in there, so it could not move. The patient did not have a battery replacement. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient confirmed their weight at the time of the event and clarified the cause of the device and leads moving. The patient stated that there was no change and the devices were reaching end of service. No further complications were reported or anticipated.